Event description:
It was reported that the customer sat on the pump and as a result the touchscreen became unresponsive. Customer¿s blood glucose was 304 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.